Manufacturer narrative:
Philips service replaced the dcps power supply, restored the device to full functionality, and returned the device to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: gen2400312).

Event description:
It was reported to philips that device failed to boot due to dcps power supply fault on a azurion 7 m20. The clinical use of the system was outside of use. There was no reported patient or user harm.